Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch delica lancing device. The patient claimed the lancing device would not "fire." The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged lancing device issue started two days prior to contacting lfs. The patient informed the csr that he tests his blood glucose 3x/day and takes metformin (1 pill a day) to manage his diabetes. The patient claimed as a result of the lancing device issue, he was unable to test his blood glucose, but continued to take his oral medication as usual. The patient reported that after the alleged lancing device issue started he developed symptoms of "low sugar, shaky, weak and lightheaded." The patient stated in response to the symptoms he treated himself with food and/or drink and confirmed feeling better afterwards. At the time of troubleshooting, the patient informed the csr that he was using the subject lancing device for approximately 1 ½ weeks before the issue started. It was also noted that the patient was using the correct lancets. The alleged lancing device issue remained unresolved. Replacement product was sent to the patient. It was requested that the subject lancing device be returned. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged lancing device issue started.